Manufacturer narrative:
Additional information received from the customer stated that the issue specifically occurred during preparation of a balloon insertion on the ebus scope for the second time. When the balloon was inserted the first time, a small leakage was found and the balloon had to be replaced. The tip came off while taking the balloon off from the scope. The device was returned to olympus for evaluation, and the customer's allegation was not reproduced. The evaluation found the following: the adhesive on the bending section cover had a chip, the acoustic lens was damaged and the probe surface insulation test was not available. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tip of the evis exera ii ultrasonic bronchofibervideoscope was damaged and the plastic piece at the tip came off. The issue was found during preparation for use for a diagnostic endobronchial ultrasound bronchoscopy (ebus) procedure. The procedure was cancelled due to there not being a replacement scope. The patient was not sedated. The procedure was completed the following day at another facility. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported distal tip damage/piece detached could not be reproduced or confirmed. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.